Manufacturer narrative:
The event alarm log history logs were analyzed by r&d and several occlusion error alarms were verified. Error codes n180, n183, n185, n186 and n192 were all identified in the device logs during the time of infusion per the reported compliant. The customer¿s complaint could not be duplicated through investigational testing. The device passed performance verification testing (pvt) with no error alarms. The device was programmed to run a stress test to run at a rate of 1 ml/hr for a duration of 96 hours with a total volume to be infused (vtbi) of 96 ml. The test started on (B)(6) 2023 at 3:05 pm and finished on (B)(6) 2023 at 3:05 pm. The device delivered 94.45 ml with a volume accuracy of 98.4%. The device did not generate any distal or proximal occlusion error alarms. The device passed the test protocol. The customer¿s complaint of the device alarming with several occlusion error alarms was confirmed through review of the event alarm log history but not duplicated during physical testing. Per the plum system operating manual (som), the distal pressure alarm limit states ¿when the infuser detects that the distal pressure in the cassette sensor area is greater than the distal pressure limit +/-3 psi, the infuser issues an alarm. The infuser checks the distal pressure every second.¿ the som adds this warning: warning before starting a delivery, verify the distal pressure alarm limit or set the appropriate limit for the patient, flow rate and administration set. The customer¿s complaint of the plum pump delivery being stopped by repeated occlusion alarms which were not resolved by back-priming is confirmed. The evaluated probable cause falls into two categories: (1) the probable cause of the infusion stoppages due to distal occlusion is likely that the distal pressure threshold was set too low for the current configuration (with three pumps infusing to the same line). The customer did not report the pressure settings of the alaris syringe pumps were. The characteristics of these alaris pumps, as well as infusing into a tri-fuse (line size not specified) would need to be factored into the correct pressure threshold setting before infusing with the plum pump (as per plum som warning). (2) the probable cause of the proximal and distal occlusions that occurred during back-priming is due to user error in failing to resolve the cause of occlusion before back-priming or incorrectly believing back-priming was the prescribed resolution for an occlusion incident (contrary to the plum som). The complaint investigation indicates that the pump performed correctly per design given the current pressure threshold settings. Updated information can be found in d9. D9 - date returned to mfg: 08jun2023

Event description:
The event involved a plum 360¿ infuser. The end user was a nurse and reported the following event: normal saline (ns) @ 1 ml/hr was infusing via the device to push epinephrine (epi) infusion into proximal lumen of a patient's central line. Epi gtt syringe was infusing via alaris pump. Vancomycin (vanco) began on the alaris syringe and was delivered via trifuse (with ns pusher, epi, and vanco running concurrently). Nine minutes after the vanco infusion began, the plum 360 pump that was delivering the ns pusher began alarming as "occluded" and would not back prime. The ns infusion was reset; however it continued to alarm as "occluded." The patency of line was ensured. However due to the failure of the ns pusher delivery, epi gtt consequently was failing to deliver. The patient became hypotensive (58/28 (40)) and epi gtt had to be increased. The ns pusher was changed over to alaris system to ensure delivery. The patient was intubated, ventilated via vdr, and the central line access was in place. It appeared that the pressure of the plum 360 pump could not overcome the pressure delivery of the alaris syringe pump. Plum 360 tubing sets do not have a back check valve. The event alarm log revealed distal occlusions that were mostly related to the starting pressures near the default limit 6 psi at start up followed by multiple proximal occlusion alarms line b during back priming into a syringe. It was determined that the default pressure limit was not meeting infusion needs based on the line setup, infusion rate, and the use of a small french peripherally inserted central catheter (PICC). Increasing pressure limit in pediatric cca was discussed to account for small IV catheters and slow rate infusions when using a bifuse. A case number 230216-001694 was provided for this event. The status of the patient before the reported issue was clarified as follows: the patient was transported to the facility on a ventilator (and was initially admitted elsewhere with 2 days of cough/congestion, lethargy, intubated there); the patient had severe acute respiratory distress syndrome (ards), respiratory syncytial virus (rsv) pneumonia, septic shock; overnight, and the chest w-ray (cxr) continued to look worse. The patient was switched to a volumetric diffusive respirator (vdr) around 10am on 12/29. Epinephrine drip started. The status of the patient during issue was as follows: the patient became hypotensive (58/28 (40)) and epi gtt was required to be increased. The ns pusher was changed over to alaris system to ensure delivery. When asked what was the status of the patient after the reported issue, the customer stated: ¿same as before event.¿ when asked to provide the rate, volume to be infused (vtbi), and duration of infusion(s) or other applicable programming parameters, he stated ¿drug: IV fluids (pusher); diluent: 250 ml; to be run at 1ml/hr.¿ 250ml of fluid was in the bag when the infusion was started. It was unknown if how much fluid was expected to be left when the issue was noted. The ns was from the facility's own central supply stock. There was no in house repair done. There was no human harm reported as a result of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.